Event description:
Report of overinfusion. Note on pump reads "do not use-infused too fast. Rate too fast for settings. Please check esp. Setting with 10.5." No other addl information available. Addl information reveals 250cc bag of heparin hanging. Rate set at 10cc/hr which seemed to be infusing fine, rate changed to 12.6cc/hr. Rn then noted a little while later that the whole bag was infused. No injury was reported to the patient nor were interventions identified even when this was specifically asked. Rn did note the patient did go to ICU as was previously planned and was transferred out the next day but the transfer was not related to the heparin bolus. No other information was available regarding tubing used.